Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification. The barewire workhorse 315 guide wire was advanced with resistance due to the anatomy and the tip of the guide wire separated in the common femoral artery. A snare device was used to remove the separated tip. Another unspecified guide wire was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that anatomical conditions contributed to the reported failure to advance and while advancing against resistance, the tip pf the barewire separated resulting in unexpected medical intervention to retrieve the separated portion of the wire. Based on the reported information, there is no indication that the reported failure to advance and material separation resulting in unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device.